Event description:
The pump was interrogated and found to be in stopped pump mode. The healthcare professional (hcp) stated that the pt was not in withdrawal, but had increased spasticity. The hcp didn't know when the pump was stopped and or that it was stopped. The pt was in the hosp. The pump was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.